Manufacturer narrative:
Insulin pump received compromised force sensor system alarm during basic occlusion test due to cracked endcap. Insulin pump passed displacement test, self test, and unexpected restart error test. Insulin pump passed all operating currents tested with in the spec range and passed off no power test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window noted.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 345 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.